Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (approximately 50-60 mg/dl). Reportedly, the customer's health care professional is working on adjusting the pump settings. Customer addressed low bg levels with juice.